Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 due to difficulty getting up out of bed. Follow up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient began treatment as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided), however later the same evening the patient was hospitalized for weakness or an inability to get out of bed. The patient¿s cognitive function and physical strength have been declining recently, which is the reason the patient¿s son was at the patient¿s home. The patient was taken by emergency medical services to the hospital and was admitted for peritonitis, weakness, failure to thrive and malnutrition. While hospitalized, the patient¿s peritoneal effluent culture result returned positive for klebsiella (species not provided), and the patient¿s vancomycin was discontinued. Ip piperacillin/tazobactam (dose, frequency, duration not provided) was prescribed instead, and the patient is recovering from the events. The pdrn attributed causality to a touch contamination event, given the patient¿s history of chronic diarrhea, weakness, and cognitive decline. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remains hospitalized as they search for alternate housing (unable to continue living alone) and continues to undergo ccpd therapy without issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h10 and h6 (cause attributed to touch contamination instance by user) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 due to difficulty getting up out of bed. Follow up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient began treatment as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided), however later the same evening the patient was hospitalized for weakness or an inability to get out of bed. The patient¿s cognitive function and physical strength have been declining recently, which is the reason the patient¿s son was at the patient¿s home. The patient was taken by emergency medical services to the hospital and was admitted for peritonitis, weakness, failure to thrive and malnutrition. While hospitalized, the patient¿s peritoneal effluent culture result returned positive for klebsiella (species not provided), and the patient¿s vancomycin was discontinued. Ip piperacillin/tazobactam (dose, frequency, duration not provided) was prescribed instead, and the patient is recovering from the events. The pdrn attributed causality to a touch contamination event, given the patient¿s history of chronic diarrhea, weakness, and cognitive decline. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remains hospitalized as they search for alternate housing (unable to continue living alone) and continues to undergo ccpd therapy without issue.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of malnutrition, failure to thrive (characterized by weakness) and peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event, given the patient¿s history of chronic diarrhea, cultured organism, weakness, and cognitive decline. Per the pdrn, the patient¿s serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Klebsiella bacteria is commonly found in the intestines and feces of humans. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 due to difficulty getting up out of bed. Follow up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient began treatment as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided), however later the same evening the patient was hospitalized for weakness or an inability to get out of bed. The patient¿s cognitive function and physical strength have been declining recently, which is the reason the patient¿s son was at the patient¿s home. The patient was taken by emergency medical services to the hospital and was admitted for peritonitis, weakness, failure to thrive and malnutrition. While hospitalized, the patient¿s peritoneal effluent culture result returned positive for klebsiella (species not provided), and the patient¿s vancomycin was discontinued. Ip piperacillin/tazobactam (dose, frequency, duration not provided) was prescribed instead, and the patient is recovering from the events. The pdrn attributed causality to a touch contamination event, given the patient¿s history of chronic diarrhea, weakness, and cognitive decline. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient remains hospitalized as they search for alternate housing (unable to continue living alone) and continues to undergo ccpd therapy without issue.